Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 703 was confirmed.

Event description:
The facility reported a fail code 703. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.